Event description:
A poly exchange was performed for global knee instability. Poly thickness was increased from 13mm to 19mm. A patellar revision was also performed. A 29 patella was exchanged for a 31.

Manufacturer narrative:
The patient is (B)(6) in height. An evaluation of the device cannot be performed, as the patient elected to keep the device. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Patient elected to keep...

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
A poly exchange was performed for global knee instability. Poly thickness was increased from 13mm to 19mm. A patellar revision was also performed. A 29 patella was exchanged for a 31.